Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. During procedure, it was mentioned that when the sheath was aspirated, air was continuously entering into the sheath. Firstly, attempt was made to aspirate without catheter and then with catheter in, but still air was noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.